Event description:
It was reported that the patient had their system removed around (B)(6) 2014 in order to have an MRI. The patient was experiencing other back issues and that was the reason for the MRI. The patient had a loss of therapeutic effect. About 3 months prior to the report the patient¿s stimulation wasn¿t helping with the pain anymore. The patient did work with their doctor for reprogramming. The patient wasn¿t sure if all of their wires were removed. Their doctor mentioned having to cut and clip the wire but the patient was going to verify that. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).